Manufacturer narrative:
The monitor and electrode belt have not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 21:37:40 on (B)(6) 2025. At 21:44:28, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvc¿s and nsvt. The rhythm then degraded to vf with motion artifact. Motion artifact prevented the lifevest from delivering a treatment. At 21:45:44, an arrhythmia was detected. ECG shows vf. At 21:46:16, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @50 bpm with motion artifact and pvcs.